Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system - non-dehp solution set leaked. While saline was flushed from the primary tubing prior to infusing an unspecified antibiotic, the nurse attached the tubing to the patient and observed the leak coming from the plastic base of the tubing. Upon further inspection, the tubing had cracked. This issue was identified during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.